Event description:
Pt to or on 12/27/96 for acute abd and drainage of pelvic abscess. A #10 drain was inserted during surgical procedure and anchored. The surgeon went to remove the same drain on 1/1/97 and it broke off just under the skin leaving a 7cm portion in the pt. The pt was taken to surgery to remove the foreign body. The surgeon reports that the drain broke and was not pulled or cut. There was no injury to the pt.